Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. No unexpected alarms were noted and audio tone/beep functioned properly. The insulin pump had intermittent button response due to flattened esc and act buttons dome switch. The insulin pump was received with cracked case at display window corner and cracked reservoir tube window.

Event description:
It was reported that the customer received a low reservoir alarm and had a difficult time clearing alarm due to the buttons on the insulin pump being unresponsive. Customer's blood glucose level at the time 336mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.